Event description:
It was reported that the patient presented for revision of the right ventricular lead due to high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was stable.